Manufacturer narrative:
H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, upon opening the undamaged device package, prior to use for an unspecified procedure involving placement of a stent, the tip of an amplatz extra-stiff support wire guide was found to be damaged. The device did not make patient contact, and another wire was used to complete the procedure. A photo provided by the customer shows the mandril protruding from the wire. The patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
Correction: d4 primary UDI. Summary of event: as reported, upon opening the undamaged device package, prior to use for an unspecified procedure involving placement of a stent, the tip of an amplatz extra-stiff support wire guide was found to be damaged. The device did not make patient contact, and another wire was used to complete the procedure. A photo provided by the customer shows the mandril protruding from the wire. The patient did not require any additional procedures or experience any adverse effects due to this event. Investigation evaluation: reviews of the complaint history, device history record (DHR), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The mandril was protruding at approximately 4cm from distal end of the device. A document-based investigation evaluation was performed. A review of the device history record and complaint history found no discrepancies or additional relevant complaints on the lot. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the returned device, complaint file, dmr, and DHR suggests that there is evidence that the device was manufactured to specification. Based on the information provided and the results of the investigation, cook has concluded the cause of this event is due to the shipping/handling of the device. There are no manufacturing or design deficiencies that can be confirmed at this time. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.